Manufacturer narrative:
The device was received for evaluation. During functional testing, flow accuracy verification testing was performed and it did not infuse correctly, was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be worn down pressure plates. The pressure plates requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not infuse correctly and did not alarm. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.